Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an scs implant procedure. During the procedure, low impedance was found on the lead intended for use when it was placed at c2-c3. In turn, the physician decided to remove the lead and abandon the procedure.